Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to the physician tried to remove the lead but was unsuccessful, leaving behind a fragment of the lead. This ra lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to insulation issue and the physician tried to remove the lead but was unsuccessful, leaving behind a fragment of the lead. This ra lead was replaced. No additional adverse patient effects were reported.